Event description:
On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter (B)(4), the reporting nurse stated that on an unreported date in 2010, the patient made a mistake/touch contamination. On (B)(6) 2010, the patient was diagnosed with peritonitis. In (B)(6) 2010, a peritoneal effluent culture was (B)(6). On (B)(6) 2010, the patient was hospitalized due to the peritonitis. The nurse did not provide information regarding treatment. On an unreported date in 2010, pd therapy was withdrawn. On an unreported date in 2010, the patient recovered from the peritonitis. It was not reported whether the event of patient made mistake/touch contamination resolved. The patient's concomitant medications were not reported. Per the nurse, the event of bacterial peritonitis with (B)(6) was not related to pd therapy. A causal relationship was not reported for the event of patient made mistake/touch contamination with regards to pd therapy.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 134 mg/dl, 334 mg/dl, 250 mg/dl, 130 mg/dl, and 501 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value greater than 500 mg/dl. A blood glucose reading above 500 mg/dl will read as a "hi" in the adc meter.

Manufacturer narrative:
Customer's meter has been returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter memory. This is a final report.